Event description:
Patient was lifting heavy load that resulted in hardware breaking. The surgeon is confident that patient's actions were non-compliant with post surgery instructions. The plate broke. The screws were still in the bone.

Event description:
Patient was lifting heavy load that resulted in hardware breaking. The surgeon is confident that patient's actions were non-compliant with post surgery instructions. The plate broke. The screws were still in the bone. Report 1 of 1. Parts were returned, lot code was determined.